Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call no reservoir alarm. Customer's blood glucose level was 63 mg/dl. Customer was having issues with the fill tubing process. Customer attempted to rewind the insulin pump when they received a no reservoir alarm. Customer was able to clear the alarm using the esc and act buttons and successfully rewinded the insulin pump. Customer advised they would call back if they have any other issues.